Manufacturer narrative:
A replacement power selector knob was sent to the customer. The customer was contacted and stated that the device is functioning properly now with the new selector knob. The device will not be returned to zoll for evaluation.

Event description:
Complainant alleged that during functional testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.